Event description:
It was reported that the device had a battery voltage of 2.55 volts and the elective replacement indicator was not triggered. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.